Event description:
Customer reported, the sys displayed a generator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated generator connectors. Sys operates as intended.